Event description:
It was reported that during the implanting procedure, the helix extended and became stuck in heart tissue which resulted in placement difficulty with the lead. The physician then retracted the helix outside of the vein and the screw fully extended without any turns for fixation. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.